Event description:
Reporter alleges the pt suffers from the following: symptoms of joint muscle pain (debilitating), fatigue, burning, dry mouth/eyes/nose/ears/skin, terrible memory problems, knee surgery and toe joints removed leaving her lame, bone pain especially in lower back, frequent urination, green drainage from the nipple, hair loss, rashes, edema, thyroid problems, insomnia, depression, both implants were ruptured, borderline lupus test, increased epstein-barr, rashes and sores on legs after explanation that did not heal for 1 year, 10 lymph nodes in chest with silicone, t-cell index test is 277, positive "engus", totally disabled for 10 years, system is poisoned, has 235 gm of silicone gel in body tissue which has affected her brain and she lives in chronic pain.